Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump data from the time of the event was over-written due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A ¿low cartridge¿ warning was induced during investigation and the pump alarmed appropriately. No delivery related defects were found during testing.

Event description:
The patient reported that on (B)(6) 2011 he was admitted to the hospital with a blood glucose (bg) of 1100 mg/dl. He stated that he had an intestinal infection and a mild heart attack. The patient stated that on (B)(6) 2011 he awoke with a bg reading of "high" (greater than 600 mg/dl). He stated that he took an injection via insulin pen and laid down. The patient reported that his bgs remained elevated throughout the day and he had difficulty waking up. He stated that he was in a diabetic coma, and his wife called the paramedics and he was taken to the hospital. The patient reported that he remained in the hospital for (B)(6) for the intestinal infection, and was discharged on (B)(6) 2011. The patient reported that he was placed back on the pump and has not had any further issues. He stated that his bg at the time of the call to animas customer support (cs) was 162 mg/dl and had been within normal range since discharge from the hospital. A review of the pump history revealed that the pump had emitted a "low cartridge" warning at 3 am on (B)(6) 2011. The patient stated that he did not hear the alarm, and the battery died. Cs explained that unconfirmed alarms will lead to the battery dying. Cs determined that there were no mechanical issues with the pump. The pump is not being returned at this time; the patient has continued on insulin pump therapy without further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.